Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator had lost communication link to the main. A field service engineer reseated cables and cycled power to the main and fridge, restoring the devices in correct sequence restored communication. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the refrigerator was not detected on the communication bus. The customer tried using keys to recover and tried restarting, still was not able to fix the issue. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.